Event description:
The customer reported the generation of erratic ion selective electrode (ise) patient results for sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2) due to low anion gaps on their dxc 600 clinical chemistry analyzer. The customer repeated the five (5) patient samples on another dxc analyzer and reported normal results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer estimated five (5) patients but only provided the data for one (1) patient.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 clinical chemistry analyzer and found the ise flowcell was cracked. The fse replaced the ise flowcell to resolve the issue. The fse performed calibration integrity check, verification check, and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case- (B)(4).